Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). The total number of events for product classification code ftm is (B)(4). Qty (B)(4) pelvisoft acellular collagen biomesh, 4cm x 7cm; qty (B)(4) pelvisoft acellular collagen biomesh, 6cm x 8cm; qty (B)(4) pelvisoft acellular collagen biomesh, 8cm x 12cm.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced blood loss, failed voiding trials/unable to void/incomplete bladder emptying (urinary retention), lower back/bilateral leg/thigh pain, back spasms (muscle spasms), bilateral leg hot/burning sensation (burning sensation), bilateral leg swelling (edema), low back/bilateral leg/left foot numbness (numbness), left foot tingling, bilateral thigh cramping (cramps), lower abdominal/bilateral thigh pressure, feeling wobbly, bilateral hip tightness, difficulty walking, getting out of bed, climbing stairs, rising from squatted position, left extremity decreased range of motion, fever, white blood cells/leukocyte esterase in urine, blood in urine (hematuria), cloudy urine, crystals in urine, bacteria/klebsiella pneumonia in urine (bacterial infection), possible meralgia paresthetica, lumbosacral plexus lesion, bilateral thigh discomfort, lower abdominal pain, emotional distress, crying, depression, anxiety, foul vaginal smell, vaginal discharge, cystitis (inflammation), dysuria, urinary frequency, soreness, degenerative hip changes, thinning articular hyaline cartilage, granulation tissue, pain with sitting, sleeping subsequent to stitches in back wall of vagina necessitating removal (foreign body in patient), pain and soreness during sex (dyspareunia), urinary tract infection (uti), herniated disc, lumbar disc displacement with nerve root and thecal sac impingement, spinal stenosis, tenderness, elevated white blood cell count, low red blood cell count, low hemoglobin, low hematocrit, colovaginal and rectal fistula (fistula), distorted trigone anatomy, adhesions, low calcium and phosphorus (electrolyte imbalance) and required additional surgical and non-surgical interventions.